Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies on the lead. S-curve height of the lead was measured within specification.

Event description:
During an implant procedure, after positioning the left ventricular (lv) lead the pacing impedance increased and was out of range. All other electrical parameters were stable and in range. The lv lead was explanted and replaced to resolve the event and the patient was stable.